Event description:
During a routine angioplasty a 2.5 x 28mm cypher stent would not cross the target lesion. There were no reported pt injuries. However, when the product was returned the stent was returned attached to a snaring device, and the sds was not returned. Attempts have been made to gatheter additional information and obtain clarification on the event however, there is no additional information regarding the event.